Event description:
Name of procedure: lap. Appendectom.y piece of iron of the bag broke off during use, fell into the abdomen! Additional information received by email from applied medical representative on 24sep20: 1 of the metal arms was in the abdomen, this was noticed after closing the bag. The metal legs were not retracted into the hollow tube. 1 was only withdrawn. The bag was not still on the legs. There was a specimen in the bag. The incident was resolved with a bag further used. Patient status: no patient injury type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience of a detached support could not be confirmed. Applied medical has reviewed the details surrounding the event and related product. At this time, applied medical is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not expected to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap. Appendectomy. Translation ame: piece of iron of the bag broke off during use, fell into the abdomen! Patient status: no patient injury. Type of intervention: ni.